Event description:
A piece of metal could have been left in the patient causing metalosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.